Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. There was no reported impact to blood glucose. The needle as well as the syringe were changed and customer was able to fill the cartridge.